Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that customer went for emergency services were dispatched for low blood glucose on unknown date. Customer's blood glucose level was 21 mg/dl at the time of call. Customer had blood glucose reading of 45 mg/dl, 33 mg/dl then they had orange juice. Customer treated low blood glucose with food. The customer stated that the blood glucose didn't rise even after intake of glucose and carbohydrates. The customer discontinued the use of insulin pump. The customer was not using the auto mode feature at the time of the incident. Insulin pump passed self test and displacement test. The pump will not be returned for analysis.